Event description:
I am a diabetic user of the medtronic inc revel insulin pump and sensor. The pump does not deliver insulin in the prescribed manner it is designed. The cannulas malfunction and cause high blood sugars and then dive into low dangerous blood sugars. I have asked a few other users, who also have this constant problem. I also wear their sensor that does not read the blood sugar in an acceptable variance range. Dates of use: (B)(6) 2012.